Event description:
N/a.

Manufacturer narrative:
Updated fields: b4,d9,g3, g6,h2, h3,h6(type of investigation, investigation findings, component codes, investigation conclusions),h11. It was reported that the transray plus 40cc experienced an issue where the optical sensor did not respond. No harm or injury to the patient was reported. Engineer tried using the trp3546 as a backup for the ami, and when connected it to the cardiosave and ran it, the optical sensor did not respond. Engineer replaced it with the same type and size and it displayed arterial pressure without any problems. Engineer was told that the actual product had been discarded. The aorta showed mild vascular tortuosity, and the balloon insertion was performed via the femoral artery. No alarms were generated, and the cardiosave console functioned normally. Iab sensor failure causes malfunction or signal loss from the fiber optic pressure sensor in an intra-aortic balloon catheter, critical for accurate pressure waveform and pump timing. Here we could not confirm the reason for fo failure since product was discarded and not returned but the probable causes of a sensor failure can result from the following: ¿ optical sensor kink. ¿ break in sensor. ¿ connector issue.

Manufacturer narrative:
Initial reporter: (B)(6). Due to characterization limit e1 event site address: (B)(6) japan. The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID (B)(4).

Event description:
It was reported that the transray plus 40cc experienced an issue where the optical sensor did not respond. No harm or injury to the patient was reported.